Event description:
The customer received questionable ion selective electrode (ise) result for one patient sample. The initial results were sodium 165 mmol/l, potassium 5.5 mmol/l, and chloride 82 mmol/l and were reported outside the laboratory. The doctor found these results suspicious and asked for repeat testing. The repeat results were sodium 135 mmol/l, potassium 4.6 mmol/l, and chloride 101 mmol/l. A new sample was collected from the patient and the results were similar to the repeat results. No specific data was provided. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. A specific root cause could not be identified. The investigation found chloride recovered in the opposite direction upon repeat testing than the sodium and potassium results. Possible general causes of this behavior include air in the sample channel, leakage of the current coming from the waste or an old and/or expired reference electrode.

Manufacturer narrative:
This event occurred in (B)(6).